Event description:
A customer contacted baxter's technical service center to report feeling too full with the homechoice (hc) machine in dwell 2 of 5. There was 1 hour 26 minutes of dwell time left. The home patient (hp) reports that she was filled with an unk amount at the hospital earlier today, and the nurse left solution inside her to be drained out in the initial drain. The hp states that she went through the same issue in dwell 1 of this therapy. The hp was experiencing abdominal discomfort and abdominal pain. The technical service rep (tsr) assisted with a manual drain of 2655 ml. The hp's programmed fill volume is 2000 ml. The hp refused a swap of her machine for this issue. The cause of this overfill was initial drain alarm being set to "off" and the hp getting a manual fill at her doctor's appointment that was not drained off. Additionally, fibrin reported in the lines caused the hp to drain slowly. The nurse was made aware of this issue, and has adjusted the programming in the pt's homechoice machine to prevent this from occurring again. The nurse confirmed there was no pt injury or medical intervention associated with this report.